Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with no damage on reservoir tube, however device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 43 mg/dl at the time of incident. The current blood glucose level is 46 mg/dl. The customer not treated for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had cracked on the reservoir compartment. Customer states reservoir was able to lock into place. The insulin pump will be returned for analysis.